Event description:
On (B)(6) 2017, a 23mm trifecta gt was implanted with non-everting mattress suture technique using pledgets. On (B)(6) 2019, the device was explanted and replaced with a 23mm inspiris and an ascending aortic replacement was performed concomitantly. Upon explant, the right coronary cusp (rcc) and left coronary cusp (lcc) stent posts were fused with the inner aortic wall. Both leaflets were prolapsed from the stent posts with the rcc appearing degenerated and prolapsed toward the bottom side. A leaflet tear was observed at the nadir of the rcc and ncc along each stent post. Pannus was also observed on the explanted device limiting the leaflet mobility. The sewing cuff was damaged during the explant procedure.

Manufacturer narrative:
Reportedly upon explant, two of the valve's stent posts had fused to the patient's aortic wall, with prolapsed leaflets prolapsed from each. The pannus observed at explant was not present upon return to abbott. The tear noted following surgery was confirmed, as all three leaflets contained tears. Leaflet 2 was folded and retracted, consistent with the description from the field of the right coronary cusp, which created incomplete coaptation. Disruption of stitching on stent post 2 and nearly complete removal of the sewing cuff were both evidence consistent with the reported fusion of the device to the aortic wall. No acute inflammation, significant calcification or stent deformation was found. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined. There are multiple possible contributing factors to the noted fusion of the valve stent posts to the aortic wall and subsequent necessity to remove the entire sewing cuff during explant, including valve sizing and patient anatomy. This interaction between the device and patient anatomy had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 21mm trifecta gt was implanted with a non-everting mattress suture with pledgets. On (B)(6) 2019, the device was explanted and replaced with a 23mm inspiris and an ascending aorta replacement was performed concomitantly. Upon explant, the rcc/ncc and the rcc/lcc stent poses were fused with the inner aortic wall. Both leaflets were prolapsed from the stent posts. The rcc was degenerated and prolapsed toward the bottom side. A leaflet tear was observed at the nadir of the rcc and ncc along each stent post. Pannus was also observed on the explanted device limiting the leaflet mobility.